Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of asae (hematoma) was not determined due to lack of clinical details and no defect found in the returned product.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 65-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in cardiomyopathy, and in scai stage d shock, on multiple inotropes and vasopressors, on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support prior to initiation of support. While the patient was in the intensive care unit (ICU), a hematoma developed at the right axillary cutdown insertion site. No further information was provided. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.8l/min without any issues. Access site bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is ongoing.